Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringe the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: 2ml syringe 302204 batch 2342673 has been found to be warped/melted looking at the time of use.

Event description:
It was reported while using bd plastipak¿ syringe the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: 2ml syringe 302204 batch 2342673 has been found to be warped/melted looking at the time of use.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-sep-2023. H.6. Investigation summary: our quality engineer inspected the 3 photos and 76 samples submitted for evaluation. The reported issue of molding defective was confirmed upon inspection of the samples and photos. Analysis of the sample photos showed that a cracked barrel was on the sample. All of the returned samples were inspected and 15 of the samples failed the inspection. Bd determined that the cause of the failure was related to our manufacturing process. During the production of this batch there was a jam during our assembly process that caused the damage to the products. Actions have been taken to prevent the recurrence of this failure mode. Production records were reviewed, and this batch meets our manufacturing specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.